Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured an out-of-range shock impedance during non-invasive testing. A maximum energy shock was then delivered, which gave a normal shock impedance.